Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the cable/cord/wiring on the motor device was damaged. It was further determined that the device was too loud, the hose coupling accused was worn, and the controller had a crack and was too loud. It was further determined during the pre-repair diagnostics assessment that the device failed for cutter lock assessment, motor thermistor assessment, noise assessment, safety assessment and for air pump assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.